Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date and month in 2015.(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as "the patient was old, spent most of time in bed, and the pd solution bag exchange was performed in the bedroom". It was not reported if the patient was hospitalized. The cause of the event and treatment details was not reported. At the time of this report, the patient had recovered and pd therapy remained ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.